Event description:
A small battery drive 14.4v battery, in a tibial plateau leveling osteotomy, tplo, surgery had low power. They tried the battery with 2 different casings, but it still had low power. No injuries or medical intervention was reported. No delay in surgery as they swapped it out for another battery. The patient was a canine. No additional information available.

Event description:
This report is #1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient is a canine. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device, and the reported problem was confirmed. This condition was likely due to normal wear from use over time.